Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was getting a blank display when the screen suddenly turned on. The customer's blood glucose level was 390 mg/dl. The customer reported that they were changing the battery. The device will not be returned for analysis.